Event description:
It was reported that the device had physical damage to casing and mechanical failure. No patient involvement was reported.

Manufacturer narrative:
Other, other text: d5 and e4 are unknown, no information provided to date. Manufacturing device history record review was not performed because no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a damaged front panel, cracked upper housing near tidal vol knob, all four small knobs are broken off and missing end caps. Functional testing found the pressure gauge failed to operate properly during functional tests due to damaged to the front panel. Replaced damaged housing, front panel and pressure gauge. The root cause of the reported issue was found to be user interface - improper device care/physical impact.